Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16878. Related manufacturer reference number: 1627487-2021-16879. It was reported the patient was not receiving effective stimulation on right side. Diagnostic indicated high impedances on right s1 lead. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the right s1 lead was explanted and replaced. During surgery, right t12 lead was found to be fractured and hence a new lead was implanted. Portion of the right t12 lead remains implanted (manufacturer reference number: 1627487-2021-16839 and 1627487-2021-16840). It is unknown which lead is right t12 lead and fractured, therefore both t12 leads are being reported.